Manufacturer narrative:
Patient information is unknown. It is unknown when device broke. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that explant surgery was performed on (B)(6) 2018. The original surgery was performed at a different hospital on an unknown date. In order to explant the variable angle (va) lcp plate from the radius, the surgeon tried to remove a screw which had been fixed on the most distal ulnar side. Although the screw head was broken off, the fragment as well as the rest of the implants were removed. The surgery was completed successfully with a thirty (30) minute delay. Patient outcome is stable. Concomitant devices: 2.4mm titanium (ti) va-lcp 2-clmn vlr dst rad pl 7h hd/3h shaft/rt-sterile (part: 04.111.730s, lot: unknown, quantity: 1). This report is for an unknown screw. This is report 1 of 1 for (B)(4).